Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a system control board was replaced and the issue resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect control has been received by the manufacturer for evaluation but the results are not available yet.

Event description:
A medtronic representative reported that during spinal fusion procedure, the site was unable to take an exposure with hand switch but were able to expose using the foot switch. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
The system control board for the imaging system was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.